Manufacturer narrative:
Device is packaged with a tip protector to protect the sharp end while packaged and while removing from packaging. The description from the user indicates that the knife had been in use and was being handled. There is no indication of a malfunction or defect. No other reports for this lot. Lot is no longer on hand. No other reports for this item for the last 4 years.

Event description:
Cut finger, blood borne pathogen exposure. Nurse was assisting with scrub in operating room during a bmt procedure, the surgeon put down the myringotomy knife and the nurse went to put the knife back and struck herself in the finger with it.